Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had intermittent button response on the esc, act, up arrow and down arrow buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Drive support disk was inspected and no anomaly was noted. Device had a stripped battery cap at coin slot (p). No damage noted on the batter tube threads. Device had minor scratched display window, a small crack on the display window, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer had an accident and customer was wearing insulin pump at time of accident. Customer¿s current blood glucose was 450 mg/dl and visited doctor twice to treat high blood glucose. Customer stated that customer had loss of consciousness, memory loss, stroke and bleeding at time of accident. Customer stated that insulin pump had crack inside the battery compartment, some cracks on screen and insulin pump was broken in the hospital when he had stroke in hospital. Insulin pump had no signal, broken battery cap, loose battery compartment, whenever he places a new battery in needs to be tape it in, drive support cap was crack, act button was not working. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.